Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in brazil: "underinfusion." According to the customer: "equipment is not infusing the medication correctly, presenting kvo even before finishing all the medication."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., (B)(6): the device history files were read put and investigated. A functional test, with the same programming as performed by the user, was carried out. There is no evidence of infusion error in the device history files. The complaint could not be confirmed. The device operates according to the accuracy of its specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.